Event description:
Outpatient in for cataract repair. Surgeon used chopper during procedure and when the instrument was removed, an 1.5mm metal tip was missing from the instrument. Instrument did not come in contact with any hard tissue or surfaces during the procedure. This required extensive direct visualization of the area and an x-ray to rule out the presence of a foreign body within the ocular cavity.